Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. The company service representative tested and inspected the system for its vfc injection and extraction function and found it to meet relevant product specifications. The system was manufactured on april 25, 2017. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that there was a problem with the vfc extraction during service. There was no patient involved.